Event description:
The device was used during a laparoscopic appendectomy. The surgeon used towel clips at the umbilicus to elevate the abdominal wall as he tried to insert the device. The safety shield would not retract and the towel clips tore the skin as he tried to insert the trocar. Another device was opened to complete the case and worked fine. The surgeon sutured the skin tears and stated post-operatively the incisions healed well.